Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID: 3058, lot# unknown, product type: implantable neurostimulator; product ID: 3058, lot# unknown, product type implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3058, serial/lot #: unknown, ubd: unknown, unknown; product ID: 3058, serial/lot #: unknown, ubd: unknown, UDI#: unknown. G2: country belgium. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Doi: https://doi.org/10.1016/j.neurom.2024.04.009 ghijselings, l., verbakel, I., bou kheir, g., van de putte, d., hervé, f., goessaert, a. Et al. (2024). Symptom assessment of candidates for sacral neuromodulation therapy with urologic and colorectal conditions: time for a holistic approach? Results and findings from a prospective single-center study. Neuromodulation: technology at the neural interface. 2024; -: 1¿11. Doi.org/10.1016/j.neurom.2024.04.009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding symptom assessment of candidates for sacral neuromodulation therapy with urologic and colorectal conditions: time for a holistic approach? Results and findings from a prospective single-center study. The following medtronic devices were used: two-stage tined lead procedure using interstim ii therapy. Among patients adverse events / device product performance issues included: 1. Three patients had pain at the implant site and underwent revisions after receiving a definitive implant wherefore the battery was brought into a deeper plane. 2. Three patients had loss of efficacy refractory to reprogramming and underwent revisions after receiving a definitive implant.  In their case, the electrode was replaced at the same side (n = 2) or at the contralateral side (n = 1). 3. One patient had the system explanted owing to infection two months after definitive implantation. 4. Two patients having acute urinary retention. No further information was provided pertaining to medtronic products.